Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was manufactured from january 2, 2020 - january 6 2020. One actual sample was received for evaluation. The device was returned in its original primary package but the package had been opened by the customer. Visual inspection on the returned unit observed that the sterility cap was missing. The reported condition was verified. The cause of the condition could not be determined because the primary package had been opened. The probable cause may likely be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing sterility cap on an english-chinese infusor lv (large volume). This was identified prior to patient use. There was no patient involvement. No additional information is available.